Manufacturer narrative:
The device was returned to an authorized resmed third party service center and an evaluation confirmed the complaint. The non-return valve (nrv) assembly and top case were replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and had an unresponsive touch screen. There was no patient harm or serious injury reported as a result of this incident.